Event description:
A user facility reported that a switch hole was noted with the evis lucera ultrasound gastrovideoscope. During a standard service inspection of the customer returned device, tip lid fixing screw adhesive peeling was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, tip lid fixing screw adhesive peeling was noted. There was a gap in the adhesive or dirt entered the inside of the lens through the gap. In addition, water tightness failure due to the disconnection of switch 4 and the right/left knob failed to operate smoothly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the adhesive that was peeled. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was either mishandled or subjected to stress forces. Olympus will continue to monitor field performance for this device.